Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the probe wash cup. The fse discovered low vacuum was erratic and replaced the low vacuum regulator. The fse performed service activity and verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported approximately 5 ml of diluted blood leaked into the catch tray, and the black rinse manifold under the rinse block for the probe wipe cracked involving coulter lh 750 hematology analyzer. The fluid leak was contained in the catch tray. The customer had on personal protective equipment (ppe): gloves and a laboratory coat and cleaned the drip tray. The customer performed quality control (qc) samples which were within specification. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.